Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated 3 target lesions. Target lesion 1 was a de novo lesion in the 1st left posterior lateral artery (1st lpl). The lesion was 3.0 mm wide, 28 mm long, and 90% stenosed. The vessel had mild calcification and moderate tortuousity. The physician direct stented using a 2.75 x 32 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo ostial lesion in the 1st obtuse marginal (om1). The lesion was 2.7 mm wide, 20 mm long, and 95% stenosed. There was mild calcification and moderate tortuousity. Cutting balloon angioplasty was performed prior to predilatation. A 2.5 x 24 mm taxus express2 stent was then placed. Residual stenosis was 0%. Target lesion 3 was a de novo lesion in the mid right coronary artery (rca). The lesion was 2.5 mm wide, 16mm long, and 100% stenosed. There was mild calcification. The physician predilated the lesion prior to placing a 2.5 x 20 mm taxus express2 stent. Residual stenosis was 0%. The pt received aspirin and plavix during the procedure. The pt was discharged 2 days later on aspirin and plavix. On day 674, the pt had a tvr due to diffuse in-stent restenosis. Treatment consisted of plain old balloon angioplasty and placement of another manufacturers stent. The pt was discharged one day later. In the opinion of the physician, there is an unk relationship between the taxus stent and the tvr.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7341127 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.